Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was blocked. The surgery was completed with replacement lens. There was no discomfort for the patient. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger was advanced into the nozzle and has overrode the lens. The plunger override was most likely interpreted as the complaint. The lens was slightly advanced and still in the lens loading area. The leading haptic was at the far end of the loading area. The trailing haptic was folded onto the optic along the left side of the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint cannot be determined. A plunger override was observed. The lens was in the loading area. The plunger override was most likely interpreted as the complaint. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. Plunger override may occur: due to rapid advancement faster than the (instructions for use) IFU recommend rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).